Manufacturer narrative:
Title: clinical efficacy of systemic chemotherapy combined with radiofrequency ablation and microwave ablation for lung cancer: a comparative study source: international journal of hyperthermia 2021, vol. 38, no. 1, 900¿906. Https://doi.org/10.1080/02656736.2021.1936214. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study examined the clinical efficacy of thermal ablation combined with systemic chemotherapy in the treatment of patients with lung cancer between august 2017 and december 2019. It is noted that radiofrequency ablation (rfa) was accomplished with either cooltip rf ablation system or a competitor product. There were 124 participants and complications included 2 cases of skin burn and 2 cases of wound infection. Treatment and outcomes were unknown. Title: clinical efficacy of systemic chemotherapy combined with radiofrequency ablation and microwave ablation for lung cancer: a comparative study author: feng xu date of publication: 21-jun-2021.